Manufacturer narrative:
(B)(4).

Event description:
T was reported that inadequate capture was observed. Patient was fine. No further information was available.

Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information received that the high atrial capture issue was addressed by capping and replacing the atrial lead. Inadequate capture was still noted with the new lead. Later the device was explanted and replaced electively. Patient's condition was fine post-procedure.